Manufacturer narrative:
A ge service representative performed an on site investigation. The right communication board was replaced. No further information is available.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.